Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. The product analysis lab evaluated the device. There were no problems found during an internal inspection. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was unstable. The setscrew on the door post was tightened and the ground bus resistance stabilized at 0.060 ohms, within ground bond specification (0.001 - 1.00 ohms). All other internal grounds were checked and the top nut on the ground post was found to be loose. The nut was tightened and the ground bus resistance reading measured even lower at 0.003 ohms. The assignable cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.